Manufacturer narrative:
Upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.

Event description:
As reported, this (B)(6) y/o male patient's left shoulder dislocated after initial surgery. The surgeon removed the 42 neutral liner from the humeral tray and replaced it with a 42mm constrained liner +0mm (320-42-10 / 5743636). Patient was last known to be in stable condition following the event. Device will not return due to facility policy.